Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced.

Event description:
The hospital reported that, during a preoperative checkout, the adjustable pressure limiting valve was not working as expected, creating an increase in pressure. There was no report of patient involvement.